Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) helix/lobe distorted/bent: lead was received with the helix extended and stretched, so it will not function within specifications. Torque appears to transfer fine to the tip when the is-1 pin is rotated.

Event description:
It was reported that during the implant procedure, the helix was unable to advance or retract. The device was not implanted. No patient complications have been reported as a result of this event.